Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 240, 122, and 129 mg/dl when all tests were performed within less than a minute on the advantage system. Reporter stated the result of 240 mg/dl could not be found in the system memory. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.